Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Medical products: biomet modular tibial locking bar cat#:141205, lot#:ep-189064; refobacin plus bone cement cat#: 3020830401, lot#: a719ba3102; vanguard knee cr femur cat#: 183030tnbn, lot#: 3503935; vangaurd knee series-a thin patella cat#: 184782, lot#: 629600; biomet polished finned tibial tray cat#: 141253tnbn, lot#: 2016090895. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported that the patient was revised one day after initial knee procedure due to dislocation and instability. It is reported that the patient had fall on the first post-operative morning while getting dressed to go home.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Medical products ¿ remove biomet modular tibial locking bar cat#:141205, lot#:ep-189064 as it is not applicable to this procedure. Reported event was confirmed due to medical records and radiographs received. The surgeon reported that during the primary surgery there was imbalance between the mcl and lcl, and he felt that he should have performed more lcl release. It was also mentioned the patient was standing on one leg (her recently operated on leg) while putting on her garments when her knee "gave way." History record (DHR) was reviewed with no deviations identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.